Event description:
Litigation received (B)(6) 2012 for asr implant alleges pain. (Left hip). This MDR is filed for asr femoral head. Previous MDR filed for asr cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.